Manufacturer narrative:
On (B)(6) 2016 the surgeon input a new liner and a new head. The surgery was completed successfully. Additional information received on 25 october 2016 and includes: the pathogen results showed "staphylococcus coagulase negative". Batch reviews performed on 08 november 2016. (B)(4).

Event description:
The patient had a primary hip surgery. The patient came in due to signs of infection. The surgeon revised the head, sleeve and poly. The date in which the implants were removed is unknown. The surgeon input an antibiotic spacer. On (B)(6) 2016 the surgeon input final liner and head. The surgery was completed successfully.